Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The neighbor called the paramedics. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was unable to bring down the blood glucose. Customer was vomiting. Customer was admitted into ICU for three days and medical floor for four days. Nothing further reported.